Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that they were charging their implant last night and they received an error message rm03. Patient stated they were sitting in their recliner with their back laying on the antenna. During the call; agent walked patient through resetting controller. Patient said there were no visible damage on the recharger. Agent reviewed possible reason for rm03. Patient confirmed that it would have been too warm because they were laying on the antenna. Patient will monitor and call back if issue persist. Patient called back repeating information from previous call and that the issue is not resolved. Patient mentioned that they started charging the implant again and got system problem rm03. Patient noted that it can't be overheating because they just have their slacks on and the recharger. Agent reviewed error message with patient. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n (B)(6), revealed no anomalies were visually observed, found no issues with finding or charging, ins failed-sc_interrupt check. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
97755, sn (B)(6) was returned for product analysis. Analysis found no anomalies were visually observed. Found no issues with finding or charging ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.